Event description:
In 2002 pt was fitted with moss miami hardware. The pt developed pseudarthrosis and a revision was performed in 2004. During the revision it was found that the screwheads had come detached from the shanks. As surgical intervention was required an MDR is being filed to document this event.